Event description:
It was reported that the patient presented to the ER after receiving an alert for inappropriate non-sustained lead noise. T-wave oversensing and sensing latency between the far-field and near-field channel contributed to the non-sustained lead noise events. The device was reprogrammed with no further episodes. The patients condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.